Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 213 mg/dl after being disconnected from the ilet for several days due to receiving incorrect supplies, then reconnecting with assistance and resuming insulin delivery using a cd infusion set. Symptoms included elevated blood glucose. Outcomes included completion of troubleshooting and user education with successful restoration of insulin delivery, and no alerts or alarms were reported. Investigation included guided supply change and confirmation of insulin delivery resumption. Investigation of this case revealed no device malfunction and suggested the event was associated with interruption of pump therapy and subsequent reconnection, with cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.